Manufacturer narrative:
Section d-4 catalog number: unknown, as product serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 expiration date: unknown as product serial number was not provided. Section d-4 UDI number: unknown as product serial number was not provided. Section d6a: if implanted; give date: unknown; requested but not provided. Section d6b: if explanted; give date: n/a, as the lens remained implanted. Section e1: email address: unknown; requested but not provided. Section e1: telephone number:(B)(6). Section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-4 device manufacture date : unknown as product serial number was not provided. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white foreign substance was found to be adhered to the side edge of the optic of the intraocular lens (iol) after implantation. Irrigation and aspiration were unsuccessful in removing the foreign material. There was no reported patient injury and no visual function issues reported. The iol remains implanted. No additional information was provided.

Manufacturer narrative:
Additional information: device evaluation: the file provided photo was evaluated. From the photographic evidence provided from the complaint site, very little can be determined. The image shows a reflection of the damage to the edge of the optic, or a foreign body adhered to the lens edge. From the photo provided, there is an indication that the area shown is the not the leading edge of the lens (where one would expect any foreign material from the cartridge coating to be collected as the lens is pushed into the patient) but rather, on the side of the lens. Damage at this area of the lens could be from the push rod engaging the lens as the lens is curled into a cartridge not filled with ovd or saline solution. Another possibility of damage to the lens edge in this area could come from the lens being pinched by the lens case cover during assembly. None of these possibilities can be determined from the information and photographs presented for the case. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.